Manufacturer narrative:
Product location unknown.

Event description:
Patient had a revision procedure approximately one year post-implantation due to dislocation. Date of initial surgery is (B)(6) 2013 and date of revision surgery is (B)(6) 2014. Tm revision shell is the only tmt design controlled part.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0002648920-2018-00043 and 0001822565-2018-00316.

Manufacturer narrative:
Device history records were reviewed for tm revision shell component and no deviations or anomalies were found. No device or photos were received; therefore the condition of the device is unknown. The reported components were reviewed for compatibility with no issues noted. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device not returned.

Event description:
Patient had a revision procedure approximately one year post-implantation due to dislocation. Date of initial surgery is (B)(6) 2013 and date of revision surgery is (B)(6) 2014. Tm revision shell is the only tmt design controlled part.